Event description:
While monitoring the patient after connecting the leads during preparation, the ensite mapping system didn't display as expected. The amplifier cable connector was inspected and observed to have an issue resulting in a poor physical connection. The cable was replaced but the issue remained so the procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.